Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed bad battery, battery out limit, and button error. Customer's blood glucose level was 251 mg/dl. The customer was unable to clear the battery out limit alarm because the insulin pump kept buzzing. The batteries were out of the insulin pump greater than duration allowed. The insulin pump was exposed to moisture. The drive support cap was slightly indented but raised higher on one end. The device was not returned.

Manufacturer narrative:
The pump was received with the down, esc and act buttons unresponsive due to corroded keypad traces. No button error alarm was noted. No unexpected numbers ramping/scrolling on their own noted. Unable to verify the failed battery test, battery out limit or perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the button keypad anomaly. The pump passed the stop current test. No battery icon anomaly was noted. Moisture damage was found on the lcd board. The drive support disk was inspected and no anomaly was noted. The pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.